Event description:
It was reported that the device would not hold patient data and settings after multiple recharging¿s. Per reporter, replace motherboard. The investigation analysis found the dso seal to be worn. The event occurred during testing, there was no patient involvement

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn uso seal, worn dso seal, and a scratched lcd lens. The event history log revealed 'pump does not have library' and 'pump settings and patient data lost' messages. Functional testing was unable to duplicate the reported problem. Functional tests indicated that nothing was wrong with the motherboard. It was determined that the root cause was from the depleted internal battery. To address the issue the internal lithium battery was charged for 250 hours. The service history review had no indication that the complaint was related to a service of the device within the review period.